Event description:
A cartridge change error was reported with the customer's pump. The blood glucose level was reported to be below 500 mg/dl, indicating that there was no adverse impact. The customer, with assistance from technical support, inspected the pump for damages, cleaned the pneumatic tap area, and followed on-screen instructions. Despite these efforts, the issue persisted, and the pump could not successfully load a new cartridge. Consequently, technical support decided to replace the pump, although the customer declined the offer of goodwill cartridges. No additional information was provided.